Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the bipolar head dislocating. The surgeon chose to remove the head and irrigate, then replaced with new components.